Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the right atrial (ra) lead had a high threshold and had been programmed to 5 volts at 1.0 millisecond. It was noted that the lead was not tested due to the patient being in atrial fibrillation. The ra lead was capped and not replaced. No patient complications have been reported as a result of this event.